Manufacturer narrative:
The field report of ¿lead bending from the coil to the tip¿ was confirmed. The over molded section of the lead was found to be bent and excess silicone flash was found at the distal end of the rv shock coil.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the lead tip was found to be bent. The lead was not implanted and was replaced. The procedure was completed without any adverse consequences to the patient.